Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7124238.

Event description:
It was reported that the physician experienced difficulty placing the lead during a permanent implant procedure. Although the lead was able to advance up the epidural space and anteroposterior x-ray showed good placement, the lead appeared to be anterior in lateral x-ray imaging. Multiple attempts were made to reposition the lead, including trying different entry points, angles, and leads; however, the problem persisted, and the procedure was aborted.